Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional . Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 via the right common femoral vein. It is alleged that the [pt] experienced perforation, fracture, migration, embedment. Partial removal on (B)(6) 2019, one strut remains." Additional information received 08dec2020: in (B)(6) 2018, [pt] had a CT scan which revealed that one of the cook filter struts fractured and penetrated into perivertebral soft tissue/the vertebral body. Injury: "imaging (personally reviewed): CT of the abdomen/pelvis with delayed phase imaging obtained (B)(6) 2018 demonstrates a celect inferior vena cava filter with fracture of the posterior primary strut. This strut appears to be penetrated into perivertebral soft tissue/the vertebral body. In addition, there is primary strut penetration into the right ureter, anteriorly into the duodenum, and to the left into the aortic lumen. The inferior vena cava appears widely patent." Implant removal: "technically successful inferior vena cavography demonstrating no in situ filter or caval thrombus. Of note, there is a 2 part fracture of a single primary strut projecting posteriorly. Technically successful inferior vena cava filter retrieval. 3. Technically successful retrieval of intravascular foreign body (fractured filter strut). A smaller section of this same fractured strut is noted to be extracaval on steep left anterior oblique inferior vena cavography. Thus, no further retrieval attempt will be made." "Ivc filter retrieval with ultrasound and fluoro guidance." Patient outcome: it is alleged that "[pt] is at risk for future cook ivc filter fractures and penetrations. [Pt] faces numerous health risks, including the risk of death.